Manufacturer narrative:
The reporter contacted animas on (B)(6) 2014 alleging the pump was frequently losing power. The reporter stated the battery cap threads were stripped and did not fit properly on the pump; the yellow o-ring was visible. The battery cap had reportedly not been replaced in greater than 13 months. Instructions for use instruct the user to replace the battery cap every 3 to 6 months. The reporter stated the patient was still using the insulin pump for insulin delivery at the time of the call. Customer support advised the reported to discontinue the insulin pump from use and move to manual injection of insulin. This complaint is being reported because the power issue was determined to be a matter of use error and remained unresolved.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced hyperglycemia with blood glucose (bg) measurement as high as 500 mg/dl with vomiting and ketones. The patient was admitted to the hospital intensive care unit with a diagnosis of diabetic ketoacidosis (dka). The patient was reportedly treated with insulin via intravenous drip. No further information was provided. The patient¿s insulin pump was not available for review at the time of the call to animas. The reporter stated that the patient¿s health care provider requested that the pump be replaced because of the dka. The reporter was instructed by customer support to take the patient off of insulin pump therapy and use injections until a replacement pump was received for use. Animas customer support made several attempts to reach the reporter in follow up to review the pump, but was not successful. This complaint is being reported because the patient experienced dka and was hospitalized while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump had no audible or vibratory function on attempted start up and the display screen remained blank. The pump history and black box data were not able to be downloaded for review. Investigation of the pump was not possible due to internal moisture ingress and the resulting damage. Investigation was not able to confirm or duplicate the alleged issue. (B)(4).